Event description:
It was reported that the sheath of the cord is cut. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the sheath of the cord is cut. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
During the inspection the service technician observed that the cable was damaged. The tech found cord¿s sheath was cut, but there were no wires visible. There were no exposed or bare wires found.